Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint is confirmed. Visual inspection of the returned product identified signs of repeated use like nicks and gouges, and the device has fractured. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. The device has been in the field for approximately 7 years and used an unknown number of times. The root cause of the reported issue is attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that impactor head broke when implanting the femoral component. All pieces were returned. No further information is available.